Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Based on the details of the event and without the device returned for analysis, the most probable cause was unable to be established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexiva 200 laser fiber was to be used to treat kidney stones during a ureteroscopy procedure on (B)(6) 2021. During preparation, upon opening the box, it was found that the laser fiber had no tip and was stubby, like it had already been used down to the nub. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.